Event description:
(B)(6) 2022 - the consumer claims the product caught on fire and burned throught the plastic of the product. Injuries or property damage did not occur.

Manufacturer narrative:
(B)(6) 2022 - we have requested the device from the consumer. To date, we have not received the device.

Manufacturer narrative:
12/13/2022 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 3/27/2023 - the consumer had returned the device and the investigation is complete. Below is the manufacturers narrative: no product testing performed as unit was in a non-working condition on return. The heating pad will no longer be produced by this vendor. Construction has changed. This older heating pad had cord damage and the seems were opening up. Should have been discarded. There are also signs of folding near the burn holes. Folding can reposition wires to incorrectly read thermal control.

Event description:
12/13/2022 - the consumer claims the product caught on fire and burned through the plastic of the product. Injurier or property damage did not occur.;